Event description:
It was reported that the device was found in backup mode following an MRI. The device was not programmed into MRI mode prior to procedure. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. Additional information was requested but was not available.